Event description:
It was reported that the event occurred while in the cath lab during use. An iab-05840 lws was opened by accident and the user decided to use it. The doctor inserted the intra-aortic balloon (iab) before it was zeroed. They attempted to zero after insertion through the sheath with sideport via right femoral w/o issue and it did not zero. Another pump was tried unsuccessfully. As a result, the doctor decided to remove the iab and sheath together as one unit. A new iab was retrieved. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is okay. Reference MDR #1219856-2013-00311 for the second event involving the same pt.

Manufacturer narrative:
(B)(4).